Event description:
In 05/2004, bayer was notified by the hosp lab that two pts underwent heart catheterizations due to falsely elevated troponin results on the advia centaur. These events occurred in 04/2004 and 05/2004; however, they were not reported to bayer until 05/2004. A bayer field service engineer visited the hosp and reported that there were no instrument malfunctions detected. Bayer believes that one possible cause may be inappropriate sample handling. Bayer advised the customer on appropriate sample handling to ensure sample integrity.